Manufacturer narrative:
(B)(4) it was reported that a female patient, underwent an atrial fibrillation procedure with a thermocool sf nav bi-directional catheter and suffered a cardiac tamponade which required pericardiocentesis, approximately 500ml of fluid were removed and needed extended hospitalization. The bwi failure analysis lab received the device for evaluation. The returned device was visually inspected upon receipt and it was found in normal conditions. Per the event, the catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. Furthermore, an irrigation test was performed and the catheter passed, no occlusion was observed. The catheter was also evaluated for eeprom, carto 3 and coil disconnection tester. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. Eeprom data demonstrates the catheter was properly calibrated during manufacturing. The sensor coils resistance was found within specifications. Finally, a deflection test was performed and the catheter passed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the pericardial effusion remains unknown. The IFU states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4). Concomitant products used: product name: carto® 3 system: us catalog #: fg540000, serial #: (B)(4); product name: stockert 70 rf generator: us catalog #: s7001, serial #: (B)(4); product name: coolflow® irrigation pump: us catalog #: cfp002, serial #: (B)(4). For the non-bwi products used (brk needle and sl0 8.5fr sheath) st. Jude medical has been notified. Manufacturer's reference #: (B)(4).

Event description:
It was reported that a female patient, underwent an atrial fibrillation procedure with a thermocool® sf nav bi-directional catheter and suffered a cardiac tamponade which required pericardiocentesis, approximately 500ml of fluid were removed and needed extended hospitalization. The patient¿s medical history is unknown. The patient was reported to be in stable condition at the time the complaint was reported. The physician¿s opinion regarding the cause of this adverse event is that he feels it was from the ablation in the right atrium due to the dark color of the blood removed from the pericardium. Settings during the event include: power control mode with 40 watts settings, irrigation flow of 15 ml/min and sl0 8.5fr sheath was used. Per 21 cfr, part 803, this complaint is reportable.